Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not aspirate reagent and did not give an error message. An ortho field service engineer was dispatched and problem was not duplicated. Fse replaced plunger clamps. No death or serious injury was associated with this event.